Event description:
It was reported that the pt attended the clinic on (B)(6) 2011 for re-programming. Historically, this child has used sign language for primary communication mode, but enjoys music and auditory awareness with his ci. He recently entered more of an auditory mode of communication environment and had been making good progress with his ci. He has had gradually changing impedances over the course of his device use but has been able to be successfully mapped. He was initially implanted in 2004. At yesterday's programming appointment, it was found that his impedances had made a dramatic change from 2010 impedance results. In (B)(6) 2004, gp impedance was 0.84, in (B)(6) 2011 gp impedance was 1.21 with 6 channels hi and 2 channels >. The family did not report any known head trauma, accidents, illness, etc.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.